Manufacturer narrative:
Ise noise alarms and abnormal aspiration alarms were observed in the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and was unable to identify a cause for the issue. The calibration trace showed a shift; the fse was unable to determine a cause for the shift. No alarms were observed around the time of the event. Ise checks were completed with no issues. The gear and main pump pressures were verified and all were within range. Precision results were within specification. Calibration was completed twice, one hour apart, with no shifts observed. The investigation is ongoing.

Event description:
The initial reporter complained of questionable low results for multiple patient samples tested for ise indirect na for gen.2 on a cobas 8000 ise module. The customer noticed na results drifting low. They stopped testing, recalibrated and reran qc. They repeated the patient samples that had low results and obtained higher results. Of the data provided, the results for 3 patient samples were discrepant. Patient ID (B)(6) initial result was 133 mmol/l. The repeat result was 142 mmol/l. Patient ID (B)(6) initial result was 131 mmol/l. The repeat result was 141 mmol/l. Patient ID (B)(6) initial result was 133 mmol/l. The repeat result was 143 mmol/l. The questionable low results were not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.